Event description:
Event description guidant received information that this implantable transvenous defibrillation lead and right atrial pacing lead exhibited out of range impedance measurements. A guidant sales representative reported that 3 months ago the device had increased impedance on the atrial lead and noise on that lead, so atrial therapy was disabled. There was no evidence of ventricular oversensing or noise, just increased impedance. The clinician wanted to admit the patient to the hospital, but the patient refused. ,